Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specifications. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that insulin was leaking from the reservoir. The mother stated that the leaks were between the transfer guard and the reservoir, and it happened when she pushed into the insulin vial. No further info was provided.